Event description:
An 18 g bd insyte IV ongoing concerns. Two (2) needlesticks have occurred, one in (B)(6) 2024 and one in (B)(6) 2025. There have been several near misses. A lot 5010456 was returned in march with these concerns reported to bd. Picture of lot returned included below. 5/15 another near miss was reported with lot 5017998. Speaking with staff on 5/15 and 5/16 they have had ongoing difficulty engaging safety mechanism, needle slow to retract, getting stuck halfway in catheter, or not retracting at all. Ref report: mw5170602.